Event description:
Customer reportedly tested 185 mg/dl on the advantage system while exhibiting hypoglycemic symptoms. Customer was unresponsive so the paramedics were called. The paramedics obtained a result of 30 mg/dl on their device and administered an IV of unknown substance. The customer was also given glucagon. A comparison reported from the next day shows the patient obtained results of approximately 300 mg/dl, approximately 310 mg/dl and 95 mg/dl on the advantage system within 10 minutes. No action taken at this time. Requested return of suspect system and replacement was sent. Customer obtained results on 2 strip vials of the same lot.